Event description:
It was reported that the patient presented to the emergency room due to symptoms of passing out. Diagnostic imaging was performed showing lead dislodgement resulting in loss of capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement and loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.